Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had contacted tandem technical support (cts) for instructions on how to delivery insulin via the pump. Customer was hospitalized at the time of the report. No additional information was provided at the time of the report as customer was being transferred to another hospital. Although multiple attempts were made by cts to contact the customer for additional information, customer did not reply.